Manufacturer narrative:
H10: complaints database analysis revealed that no similar event on this device occurred since its installation in 2016. The reported event is a known issue. Livanova put in place corrective action to reduce this type of events in case of breach of the cooling coil being generated due to stirrer flow in the tank leading to hole formation in a narrow area of the coil. However, in this specific case, the exact location of the hole on the cooling coil could not be determined. Consequently, the water will enter the cooling circuit and the compressor unit. This potential failure mode will cause immediate damage to the cooling compressor system. The compressor failure leads to an increase in the leakage current of the device. In november 2020 it was performed the erosion kit upgrade of the device that includes the new design of the pump head of the stirrer motor to prevent the water flow directed to the narrow area of the cooling coil. The reported event was claimed after the upgrade and it is not possible to exclude that the condition of the cooling coil was already compromised before the upgrade to such an extent that the copper was rather degraded.

Event description:
See initial report.

Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in united kingdom. A livanova field service engineer was dispatched to the customer site and could verify it was the mains circuit of the hospital that tripped (the fuse of the heater cooler did not trip). The 3t heater-cooler was teste and could correctly powered up. However, after few seconds, the fridge compressor attempted to start, the mains socket tripped and power to the heater cooler was lost. This is likely to be caused by fluid ingress into the fridge system via the cooling coils in the tanks, which has reached the compressor. The customer has opted to scrap the unit and unit has already been scrapped. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that, during the cleaning of a 3t heater-cooler device, the power and all the lights in the screen have gone. There was no patient involvement.